Manufacturer narrative:
No complaint devices were returned to optimized ortho by the customer. No anomalies were observed in the history records of opsinsight which may have caused or contributed to this event. The opsinsight, ace and fem guides were made in accordance with specification and there were no detected issues with stability during inspection. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. Further investigation revealed that the implants used by the surgeon were different to the plan. Instability after a total hip arthroplasty (tha) is influenced by multiple factors. These include the positioning of the acetabular component, the position of the femoral component, the anatomy of the patient, and the lifestyle of the patient post operation. As such, there are multiple factors that may have contributed to the revision which are outside the scope of this investigation. Based on the available information above, it can be concluded that the reported event is deemed to be unrelated to ops processes. Therefore, the case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to instability.